Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified volume of normal saline. At an unspecified time, the option-lok male adapter of an extension set was connected to the clave y-site of the primary plumset for delivery of an unspecified chemotherapeutic agent. After an unspecified length of time in use, leakage of the chemotherapeutic agent was noted from an unspecified location. The volume of solution that leaked was not specified. The spill was cleaned up according to the user facility's protocol. It was reported that the patient's therapy was cancelled for the day. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers. The possible lot numbers are 920125h, 910235h, 910245h, and 881995h. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).